Manufacturer narrative:
Investigation of this event is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
Capsular contraction syndrome was reported post bilateral lens implants. Additional information has been requested, but no information has been received. This report is for the patient's left eye. Please reference MDR # 2031924-2014-00355 for the for the event involved with the right eye.